Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the back therapy electrode. The patient's doctor recommended the patient use otc neosporin and leave the lifevest off for some time until the skin irritation began to heal. Upon follow up with the patient, it was reported the skin irritation was healing.